Manufacturer narrative:
Product complaint # (B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2018, and a suture was used. During surgery, it was found that the suture had been detached from the control release needle. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. It was performed pull off suture needle. An empty opened overwrap, a paper lid and a winding former with seven needle/suture combinations from slots 1 to 4 and 6 to 8 and a detached needle in slot 5 were received for analysis. The product code is control release and contains eight strands per packet. During the visual inspection of needle from slot # 5, the swage and attachment area were noted to be as expected and no suture was received for evaluation to determine the assignable cause. In the visual inspection of seven needle/sutures combination, the swage and attachment area were noted to be as expected and the sutures were dispensed without problems and examined along of the strand and no defects, or damaged were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions from needle in slot # 5, it could not be determined what may have caused the reported incident of: ¿it was found that the suture had been detached from the needle¿. Per the condition of the seven needle/sutures, no performance pull off suture needle were found, and the tested samples met the finished goods requirements.